Manufacturer narrative:
A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Duoderm h/active gel 30g was manufactured under sap code1002859 and manufacturing lot number 0c00799. Lot number 0c00799 was sterilized under lot 20c16k6318 and released on review of result of sterilization provided by sterilization company baxters. All of the results were within specification and products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-017 ver. 28.0 for gel. Visual inspection in accordance with pr20-011 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0c00799. This is the only complaint for the affected lot registered within tw 8.7. A photograph has been received for this issue and has been evaluated in accordance with wi-0359. The photograph confirms the lot number and product expected. It also confirms the complaint issue. Gel is packed by hand to go to the sterilization plant and then is hand packed into cartons for distribution. If any gel were to leak it would be felt by the operators when packing the tubes into cartons. The gel leaking in the photographs looks fresh and clear. When tested with a pin hole created in a tube and gel squeezed out the gel goes hard and a brown colour outside of the tube within 24 hours. There appears to be no brown gel residue on the tube in the photograph received. Operations have been made aware of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿found the tube get punctured so, there is a hole.¿ no harm was reported. A photograph depicting the reported complaint issue was provided by the complainant.